Manufacturer narrative:
After battery installation, the unit powered up with a frozen medtronic logo screen. The unit was received with water on the inside of the lcd window. The bottom of pcba1 including the battery connectors is corroded. Unable to perform the displacement test due to the frozen display. The unit was also received with two cracks in the battery tube that start at the corner of the belt clip rails. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.